Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions for future issues. The caller was able to continue using the pump and acknowledged understanding the guidance given.